Event description:
It was reported that device entrapment occurred. A model-7f mach 1 jr4 sh guide catheter was selected for use. During the procedure, it was noted that the device was stuck in an unknown guidewire. The procedure was completed with another of the same device. No patient complications were reported.